Event description:
It was reported intermittent occlusion alarms occurred back to back without the customer being able to resolve despite changing supplies. The customer's blood glucose level was displayed as "High"; a specific value was not provided for three separate events and reached 600 mg/dL for one. Elevated blood glucose was addressed with a correction bolus via the pump. The customer continued to use the pump for insulin therapy with a backup plan if necessary.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown.